Event description:
It was reported that the patient's device recorded several episodes in the first six weeks of implant but no events since (B)(6) 2010. They were questioning if the events were real or oversensing. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.